Event description:
This procedure is part of the definitive le trial. The pt had a 5 cm cto in the proximal left sfa which was successfully crossed. The lesion area was pre-dilated with a balloon for 45 seconds at 8 atms. The turbohawk was inserted and 4 passes were completed. The pt complained of pain in the area and a perforation flap was identified. Two balloon inflations for 3 mins at 6 atms and 2 atms were done with resolution of the perforation. A 6x60 stent was deployed to the area and the post intervention angio demonstrated approx 20% residual stenosis of the lesion area.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.